Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient faced a bent cannula issue which led to increased blood glucose level levels of above 500 mg/dl (at the time of the event). Reportedly, correction injection via multiple daily injection of 16 units was injected to treat it. The infusion set was used for one day and there was no damage when the package was first opened. Subsequently, on (B)(6) 2020, she was taken to the emergency room with her blood glucose level was 600 mg/dl and high ketones. Consequently, she was admitted in the hospital and during her stay, she was administered fluids and intravenous medication (drug name unknown) which resolved the issue. At the time of the report the patient was still in the hospital and there was no permanent damage. Further, the infusion set was replaced, and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.